Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped per instruction: vacuum was pulled on iab. The md inserted the sheath via the right femoral artery. When 10 cm of the iab was inserted into the sheath, the md felt resistance. The md withdrew the iab and replaced it with another iab. The insertion was a success. After the md inserted the iab, the staff looked at the first catheter, and they noticed that the membrane was partially unwrapped at the distal portion. The md and staff are "unclear" if that was the reason the md felt resistance while inserting the iab into the sheath.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.